Event description:
It was reported that the pt presented to the clinic due to pt alarm with low pacing impedance measured in the rv. Testing showed no impedance issue or no noise in the rv channel. The pt alarm was switched on. The device remains implanted.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.